Manufacturer narrative:
Device was returned for evaluation. The returned device hx-202ur quick clip (lot#96k 25) was evaluated due to reported issue of "failed to deploy." Evaluation noted that the customers reported complaint was confirmed. Visual inspection was performed on the received condition and determined that the clip on the device has been deployed. The clip returned was noted to be in the open position. Additionally, the distal end was checked and determined a foreign material at the tip of the device. The insertion portion was inspected and found no external damages on the outer or to the wire sheath. The handle was manipulated and the movement is consistent and smooth. In addition, the yellow tube joint was checked and there are no external damage. In summary, the reported complaint of the "reported issue of failed to deploy" was confirmed. However, the exact cause of the clip not deploying properly is unable to determine. The OEM (original equipment manufacturer) is aware of this known issue and a counter measure is being implemented.

Event description:
It was reported that the hx-202ur.b quick clip would not deploy during a procedure. In addition, it was reported that when the doctor tried to deploy the quick clip, it broke off inside the patient however, the clip was able to retrieve with no patient injury reported. The procedure was completed using another hx-202ur.b from the same lot number.